Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving fentanyl via an implantable pump for an unknown indication for use. It was reported an infection had "happened before". Further event details were not provided at the time of report. Follow-up was performed to obtain further event details.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.